Manufacturer narrative:
Investigation summary: the event product (unit #1) was returned with a black fragment and an additional seal (unit #2) used in the same procedure. Engineering was able to confirm the customer's experience of the fragmented septum, the black fragment matched the missing portion on the septum. Engineering did not observe any damage to the additional seal returned. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of the event is likely due to instruments. As stated in the instructions for use (IFU), "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Although the exact root cause could not be confirmed, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap anterior resection - "mr (B)(6) (consultant) noticed that there was a black piece of debris in the abdomen. He then proceeded to remove it with a johan grasper. He confirmed it was a piece of rubber/plastic. No one saw how it got there or how long it had been in the abdomen. Upon inspection of the trocars, staff believe it had come from the seal within one of the 12mm ports. Both seals kept for collection and inspection. Products used down the trocar include: ligasure, johan grasper and diathermy hook." Patient status - "no issue".